Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04611; 2134265-2013-04612. It was reported that subsequent to a coronary stenting treatment procedure, a patient death occurred. In (B)(6) 2012, the subject presented with unstable angina and underwent cardiac catheterization which revealed 2 target lesions. First lesion was located in the ac marginal with 90% in-stent restenosis of a previously placed bare-metal stent and was 20 mm long with a reference vessel diameter of 2.3 mm. It was treated with pre-dilatation and placement of a 2.25 x 24 mm promous element plus stent with 0% residual stenosis. The second lesion was located in the proximal right coronary artery with 70% in-stent restenosis of a previously placed bare-metal stent and was 20 mm long with a reference vessel diameter of 3.0 mm. It was treated with direct stent placement using a 2.75 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject experienced non st elevation myocardial infarction and upper gastrointestinal bleeding. On the night of (B)(6) 2013, the subject developed chest pressure of unknown etiology which was associated with increased dyspnea and persisted through the night. The next morning, while en route to the hospital, the subject became increasingly hypoxic, tachycardic and unresponsive, requiring intubation. The subject underwent ECG which indicate a 1st degree av block with pvc's and prolonged qt/qtc intervals. On arrival to the hospital, the subject appeared to have episodes of generalized clonic movements and an impressions of status epilepticus and anoxic brain injury were drawn. The following day, the subject was referred to hospice care and dnr order was initiated and the subject was found to be unresponsive and was pronounced dead. The cause of death was assessed as anoxic encephalopathy secondary to respiratory/cardiac arrest.